Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This event occurred in (B)(6).

Event description:
Allegedly, femoral revision has occurred.: fracture. (B)(6).

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.